Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received five inappropriate shocks due to intrinsic over-sensing (double-counting) and over-sensed myopotential noise. Technical services was contacted and recommended performing a real-time electrocardiogram during an exercise test to select an appropriate sensing vector. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.